Event description:
It was reported that patient received shocks due to sensed noise. An increase in capture thresholds and low impedance were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.